Manufacturer narrative:
The insulin pump was received with a blank display after countdown, the problem was isolated to the mother board. The insulin pump was received with cracked case at display window corners and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump beeped for a long time while changing the reservoir. The insulin pump then turned off and the battery was changed. The screen showed a count from one to seven and then the display went blank. The blood glucose reading was 126 mg/dl. The insulin pump was replaced and returned for analysis.